Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the ins seemed to be that the patient did it. The issue was resolved. Stimulation was on and the patient was happy.

Manufacturer narrative:
G2: norway. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins turns off by itself. The settings were; 1.2v, 450us, 40hz. On (B)(6), the ins turned off, and the patient had to turn on stimulation again. At 6pm the battery was still 75%. At 23:29pm, the battery was all of a sudden 25%. The patient charged the battery at 23:45 pm and finished recharging at (B)(6). The battery was then fully charged again. The session report and mdt data were reviewed and information in them does not support the patient's experience. It was noted that the session report indicates that the device time and tablet time differ more than 90 minutes, meaning that the time indications might be a little shifted in time. There was no mention of overdischarges or power on resets (por). There was no mention of loss of stimulation, according to the session report stimulation was used 100% of the time on (B)(6). On (B)(6) the battery was charged from 52% to 93% in between 12:30pm and 3:30pm. Based on the mdt data (as well as the session report), it showed the battery percentage was never below 52% on (B)(6). The data only showed some manual instances of turning therapy on and off using the patient programmer. Based on this, the only thing seen around (B)(6) is that stimulation was turned off for 2 minutes on (B)(6) (00:59:40 hour). However, after it was manually turned off, it was also manually turned on again at 01:01:40 hour. This implies that on (B)(6), stimulation was on for the remaining rest of the day.